Manufacturer narrative:
Product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside the introducer sheath, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and inside a shipping box. The catheter was not returned with the solitaire fr stent device. Additionally, the catheter model and size were not reported. Therefore, any contribution of the catheter, including compatibility, could not be made. ¿damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working and non-working length struts were in good condition. The glue domes outside the proximal marker were found to be damaged. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. ¿testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ report was confirmed, as the glue domes outside the proximal marker on the returned solitaire fr 6-30 stent device were found to be damaged. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the catheter against resistance. Possible resistance causes include an incompatible/damaged catheter, vessel tortuosity, failure to maintain the correct flush rate, rhv loose during delivery, and a lack of continuous flush with saline or heparinized saline during the procedure. In this event, the customer stated that the vessel tortuosity was minimal, and catheter flush was administered per IFU during the procedure, ruling out vessel tortuosity and a lack of continuous flush with saline or heparinized saline as possible causes. Therefore, an incompatible/damaged catheter, failure to maintain the correct flush rate, or rhv loose during delivery could have contributed to the resistance failure. However, the root cause of the resistance failure could not be determined. Since the catheter was not returned, a nd the model and size were not reported, any contribution of the catheter to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. When delivering the solitaire fr through the microcatheter, the device was very stiff and there was significant resistance at the distal end of the catheter. A catheter flush was administered per IFU during the procedure. No kink or damage was observed on the catheter. The condition of the solitaire pushwire and the location of any possible damage are also unknown. It is also unknown whether the tip of the solitaire sheath was secured into the hub of the microcatheter. Vessel tortuosity was reported as minimal.

Manufacturer narrative:
Updated: b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr experienced resistance in the distal section of the catheter during delivery. The patient was undergoing surgery for treatment of a cerebral infarction, the patient was found to have an occlusion of the left internal carotid artery and required thrombectomy. It was noted the patient's blood flow was xxx and vessel tortuosity was xxx. Stroke onset to reperfusion time was 2 hours. It was reported that after establishing vascular access and positioning the microcatheter, significant resistance was encountered while delivering the solitaire fr through the microcatheter. Despite multiple attempts to flush, the stent remained very difficult to push through the microcatheter. To ensure procedural safety, a new stent was used instead for the thrombectomy. The new stent was successfully opened and the thrombectomy was performed safely, completing the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.